Event description:
The customer reported that the system would boot up, but the monitors would not display an image. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.